Event description:
Consumer stated that he ended up in the hosp with a lo. Consumer did a blood application and it was 74, did a comparison with a one touch ultra and got a 62. Emt arrived and tested with their meter and it read 35.

Manufacturer narrative:
Awaiting return of product to conduct quality investigation.